Manufacturer narrative:
The manufacturing location was selected as unknown due to system limitations. The manufacturing location for the mission product is (B)(4). As this malfunction is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of 8 for this event. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 01/2025).

Event description:
It was reported that prior to a biopsy procedure, the needle was allegedly not the correct size for the stylet. There was no patient contact.

Manufacturer narrative:
H10: the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction h10: the manufacturing location was selected as unknown due to system limitations. The manufacturing location for the mission product is bd-santo domingo. H10: as this malfunction is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of 8 for this event. H10: d4 (expiration date: 01/2025), g3. H11: g1, h6(device). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a biopsy procedure, the needle was allegedly not the correct size for the stylet. There was no patient contact.